Manufacturer narrative:
During routine yearly maintenance the drain valve was not reassembled correctly. After three weeks of putting the device back into operation, this resulted in dislodging of the drain boot and flooding of the cssd floor. Broken parts have been replaced and the valve has been correctly assembled. The device is running normally again.

Event description:
The washer drain boot dislodged, resulting in a substantial water leak. The water pooled on the floor under and in front of the washer. A staff member slipped and fell. X-rays were taken. It was confirmed that no injuries had occurred. The person was able to return to work normally.